Event description:
The customer reported that they had a speaker malfunction and no sound was audible. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported that they had a speaker malfunction and no sound was audible. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.